Event description:
It was reported that patient had scrotal incision breakdown and physician removed entire inflatable penile prosthesis (ipp). Patient experienced infection in scrotum incision. Patient is diabetic.